Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, the balloon would not inflate. The target lesion was located in the right superficial femoral artery (sfa). Another manufacturer's introducer sheath and an v18 guide wire was placed. The physician attempted to inflate the 6.0 x 60/135 sterling balloon with an encore inflation device however, the balloon would not inflate because the hub was broken. The balloon catheter was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. Returned product analysis revealed a balloon pinhole.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter in a deflated state. Visual and microscopic analysis revealed a pinhole located on the distal end of the balloon. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which could have contributed to the formation of the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the pinhole and the difficulty inflating the device. The hub was visually and microscopically inspected and there were no irregularities or damage noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).